Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Review of radiographic films were inconclusive. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a 4-level alif from l2-s1 in 2004 using rhbmp-2/acs. Five days later, the patient underwent a posterolateral fusion from l2-s1 using posterior fixation. Sometime post-op, the patient began to experience severe lumbar radiculopathy. A revision surgery was performed ten days later, to evacuate an epidural hematoma. Gram stain of the fluid was negative and dense, heavy epidural hematoma was identified over the laminectomy sites.